Event description:
During a coronary stent procedure, the shaft of the catheter broke. The lesion was located in an 80% stenotic rca in front of the crux. The lesion was successfully treated with viva 1.5 and 2.5 balloon catheter and a taxus 2.75x24mm stent. After placement of the taxus the right postero lateral artery closed down due to plaque shift. The physician was able to cross the struts of the stent with a viva 1.5, however, he was unable to cross the struts of the stent with the viva 2.5. The shaft of the catheter broke and was removed without incident. Procedure was successfully completed. Pt status is listed as "very well".